Event description:
A user facility submitted a repair request to the olympus service center, for a tracheal intubation fiberscope, having the following issues, insertion section crushed, angle not working, black dot, and cut: implemented. Upon inspection and testing of the customer returned device, the coating of the scope image guide serpentine was found peeling off (1-2mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found could not bent in the down direction at all due to the broken angle wire, flexible tube of the insertion section crushed, cleaning brush could not be inserted smoothly, scratches on insertion tube, coating of the image guide coil peeling off, curved rubber adhesive part peeling off, scratches found on the operation part, scratches found on the insertion part corrugated tube oredome, scratches found on eyepiece, scratches on operation unit cover, scratches found on grip, scratches are found on the up/down plate, scratches found on the vent metal under the grip, and scratches found on the fixed ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use (IFU) section: chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Olympus will continue to monitor field performance for this device.